Event description:
It was reported that patient had altered mental status, tachycardia (130bpm), rambling incoherently, restless, irritable, 36 respiratory rate, and "signs of infection questionable". It was stated that patient had relocated from wi to mn and had not secured a managing physician, missed her refill. The low reservoir alarm date was (B)(6) 2012. On (B)(6) 2012, it was reported that the pump was alarming and confirmed by telemetry as non-critical due to low reservoir volume reached ((B)(6) 2012 ) and empty reservoir alarm reached ((B)(6) 2012). Patient had return of spasticity and fever. It was added that on (B)(6) 2012 "they thought she had an infection and fever" and was taken to the ER where they treated her for that. The hcp filled the pump on (B)(6) 2012 with gablofen and was to program the bridge bolus using the daily dose the patient was on before the symptoms occurred. On (B)(6) 2012 it was reviewed that based on the bridge bolus programmed on (B)(6) 2012 and update time of 1 pm patient would be get old drug (morphine and baclofen) until (B)(6) 2012 late afternoon/early evening (3 pm - 2 am saturday window) and then receive only baclofen for approximately 24 hrs following and the flow rate of p ump wouldn't change if dose of medication was kept consistent. Based on this information hcp decided to cancel the bridge bolus in progress and allow the pump to run. It was added that patient had withdrawal; per hcp patient came in yesterday with withdrawal symptoms after missing a scheduled refill. Drugs delivered via the device were baclofen and morphine; baclofen 500mcg/ml mixed with 5mg/ml morphine, the dose was 95mcg/day baclofen and 0.9505mg/day morphine. It was later reported that there was no infection. As of (B)(6) 2012 patient was reported to be doing fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Programmer: model 8835, serial# (B)(4); catheter: model 8731sc, serial# (B)(4), implanted: 2009-(B)(6), explanted: unk. (B)(4).